Event description:
Letter of representation received: claimant sustained personal injuries as the result of an incident, whereby our client used the product and was burned. As a result of this incident, a claim is being made against your insured.